Event description:
It was reported the patient received the following results within 10 minutes: high 400's mg/dl and low 200's mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty test strip vial.